Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that the receiver had intermittent audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. Functional testing and a manual drop test for intermittency was performed and the tests failed. A "try it" manual test was performed and speaker did not sound. A speaker resistance test was performed and confirmed the reported event of an intermittent audio output. The root cause was determined to be a defective speaker assembly.